Event description:
When the physician opened the inner sterile package he noticed that the stent was dislodged from the balloon and had fallen out of the package inot the sterile field prior to the sds being removed. There was no reported injuty. The product was no clinically used and will be returned.